Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot baseline patient) was confirmed. Upon investigation, it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The driven ground failure prevented the monitor from performing a baseline. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support to report that he was unable to baseline a (B)(6) male patient. The patient was provided with a replacement monitor.